Event description:
A few months after I was implanted with mentor silicone breast implants I started having health problems, which continued to get worse and more debilitating until I had explant and capsule removal surgery ten years after implant. I had over 40 symptoms that as soon as I woke from surgery started going completely away! I also had developed capsular contracture in my left breast that was a grade 4. These implants almost killed me and if I had been warned that all of these horrible autoimmune issues could happen to me prior to implant, I would have never had them implanted. Two years after I had my implants put in I had a huge financial setback and as a result lost my insurance. So for 8 years the only care I was able to get was from quick care centers from whom made me feel like nothing was wrong with me and I was crazy! One time I was sitting in a doctors office with the lymph nodes in my throat swollen up like a grapefruit and the doctor told me nothing was wrong and he had no idea why I kept swelling until my lymph nodes would almost be to the point of bursting. This would happen every few weeks for 6 years. As soon as my implants were removed they have never swollen up like that again. That is just one example of a symptom that I got after explant. So far 28 symptoms out of 40 are gone and I only had my implants removed 4 ½ weeks ago. I can not believe that we as americans have put our trust in the FDA to keep us safe when it comes to medical devices and the fact that for years adverse effects have been reported to the FDA only to be hidden from patients in favor of making money is sickening. How can you people sleep at night! There needs to be long term intense studies before you people allow doctors to implant patients with medical devices! At the very least, if you are going to keep implanting human beings with medical devices that may have possible adverse effects then don¿t hide that evidence. Instead educate your patients on what could happen and allow the patient to then make an informed and educated decision if they still want the implant. These are peoples' lives you are affecting! And there should be consequences for doctors and medical device manufacturers who hide and do not disclose all information on patients reporting adverse effects after their individual implantations. Breast implants destroyed my life and I wish I had been warned on what may happen as I would have never had them implanted had I known what was or could happen to me. I have no medical insurance so every time I went to a doctor it was a quick care center. I needed many times to have many tests run but couldn¿t because of no insurance and I couldn¿t afford it. But as soon as I had them and all the scar tissue removed I got better! Over 40 autoimmune symptoms. FDA safety report ID # (B)(4).